Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed self test. An alarm was found in the alarm history file due to a corrupted history file. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed for errors. The blood glucose reading was 7.8 mmol/l. The insulin pump had not been stored or out of use for an extended period of time. Nothing further was reported.